Event description:
The customer ran blood tests on the breeze2 using two different boxes of strips. The readings were 64 and 136mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The meter was replaced.

Manufacturer narrative:
Strips were returned for evaluation that were not in the initial report.